Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a procedure , when the surgeon was drilling a pin through the guide, the pin did not hit the guide to stop the pin from advancing into any structures behind the guide. The guide was assembled correctly and there was the appropriate sized sheath in the guide. Surgeon advanced the pin in a slow precise manner. Surgeon abandoned procedure over safety concerns. Additional information: on 7/8/2021: per the sales rep, pin did not hit guide like intended. Which did not stop pin from advancing into structures behind guide. Couldn t visualize. The device will not be returned.